Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 01-oct-2015 ). Then this spontaneous case was reported by a lawyer and describes the occurrence of panic attack ("panic attacks") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced panic attack (serious criterion hospitalization) with palpitations and anxiety, abdominal pain lower ("cramping more than uncomfortable"), vertigo ("vertigo"), gastrointestinal disorder ("gi issues"), weight increased ("weight gain"), influenza like illness ("severe body aches that I can only describe as flu like body aches always"), migraine ("migraines daily"), vitamin d deficiency ("vitamin d deficiency"), dysmenorrhoea ("painful menstruals"), feeling abnormal ("brain fog"), mood swings ("mood swings"), menopausal symptoms ("premenopausal symptoms"), alopecia ("hair loss"), genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), pain ("pain"), headache ("headaches"), fibromyalgia ("fibromyalgia") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy, removal of essure on (B)(6) 2016). At the time of the report, the panic attack, abdominal pain lower, genital haemorrhage, pain, headache, fibromyalgia and dyspareunia outcome was unknown and the vertigo, gastrointestinal disorder, weight increased, influenza like illness, migraine, vitamin d deficiency, dysmenorrhoea, feeling abnormal, mood swings, menopausal symptoms and alopecia had not resolved. The reporter considered panic attack, abdominal pain lower, vertigo, gastrointestinal disorder, weight increased, influenza like illness, migraine, vitamin d deficiency, dysmenorrhoea, feeling abnormal, mood swings, menopausal symptoms, alopecia, genital haemorrhage, pain, headache, fibromyalgia and dyspareunia to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), date of implantation of essure was (B)(6) 2006, surgical removal was on (B)(6) 2016, new events were added: heavy bleeding, pain, headaches, fibromyalgia, and painful intercourse company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with panic attacks. She also experienced heavy bleeding (seen as genital bleeding). Essure was removed. Panic attacks is serious due to hospitalization and unanticipated in the reference safety information for essure. Heavy bleeding is anticipated. Although the panic attacks were diagnosed during essure therapy, considering the nature of this event and localized action of essure in the fallopian tubes, it is unlikely that essure would cause panic attacks. With regards to the heavy bleeding, considering its nature, a causal relationship with essure cannot be excluded. This case was upgraded to incident because device removal was required. Additionally, non-serious events were reported. The product technical assessment concluded unconfirmed quality defect, based on the available information, there is no relationship between the reported medical event and a quality defect. An updated ptc is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 25-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and panic attack ("panic attacks") in an adult female patient who had essure (ess205) (batch no. 623196) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included adenomyosis and endometriosis externa. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), panic attack (seriousness criterion hospitalization) with palpitations and anxiety, abdominal pain lower ("cramping more than uncomfortable"), vertigo ("vertigo"), gastrointestinal disorder ("gi issues"), weight increased ("weight gain"), influenza like illness ("severe body aches that I can only describe as flu like body aches always"), migraine ("migraines daily"), vitamin d deficiency ("vitamin d deficiency"), dysmenorrhoea ("painful menstruals"), feeling abnormal ("brain fog"), mood swings ("mood swings"), menopausal symptoms ("premenopausal symptoms"), alopecia ("hair loss"), pain ("pain"), headache ("headaches"), fibromyalgia ("fibromyalgia") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy, removal of essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, panic attack, abdominal pain lower, pain, headache, fibromyalgia and dyspareunia outcome was unknown and the vertigo, gastrointestinal disorder, weight increased, influenza like illness, migraine, vitamin d deficiency, dysmenorrhoea, feeling abnormal, mood swings, menopausal symptoms and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, influenza like illness, menopausal symptoms, migraine, mood swings, pain, panic attack, vertigo, vitamin d deficiency and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2016, findings revealed left pelvic biopsy: fibrovascular tissue with gland formation, suggestive of endometriosis. B. Uterus, cervix, bilateral fallopian tubes: cervix with nabothian cysts, uterus with adenomyosis, secretory endometrium, bilateral fallopian tubes with benign paratubal cysts c. Bilateral essure coils: essure coils, gross only. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1204) on 01-oct-2015. The most recent information was received on 12-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and panic attack ("panic attacks") in a female patient who had essure (ess205) (batch no. 623196) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included adenomyosis and endometriosis externa. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), panic attack (seriousness criterion hospitalization) with palpitations and anxiety, abdominal pain lower ("cramping more than uncomfortable"), vertigo ("vertigo"), gastrointestinal disorder ("gi issues"), weight increased ("weight gain"), influenza like illness ("severe body aches that I can only describe as flu like body aches always"), migraine ("migraines daily"), vitamin d deficiency ("vitamin d deficiency"), dysmenorrhoea ("painful menstruals"), feeling abnormal ("brain fog"), mood swings ("mood swings"), menopausal symptoms ("premenopausal symptoms"), alopecia ("hair loss"), pain ("pain"), headache ("headaches"), fibromyalgia ("fibromyalgia") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy, removal of essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, panic attack, abdominal pain lower, pain, headache, fibromyalgia and dyspareunia outcome was unknown and the vertigo, gastrointestinal disorder, weight increased, influenza like illness, migraine, vitamin d deficiency, dysmenorrhoea, feeling abnormal, mood swings, menopausal symptoms and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, influenza like illness, menopausal symptoms, migraine, mood swings, pain, panic attack, vertigo, vitamin d deficiency and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2016, findings revealed left pelvic biopsy: fibrovascular tissue with gland formation, suggestive of endometriosis. B. Uterus, cervix, bilateral fallopian tubes: cervix with nabothian cysts, uterus with adenomyosis, secretory endometrium, bilateral fallopian tubes with benign paratubal cysts c. Bilateral essure coils: essure coils, gross only. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2018: medical record received. Lot number added. Historical conditions and concomitant conditins added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 03-jan-2017: ptc investigation result was updated. Company causality comment: this non-medically confirmed spontaneous case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with panic attacks. She also experienced heavy bleeding (seen as genital bleeding). Essure was removed. Panic attacks is serious due to hospitalization and unanticipated in the reference safety information for essure. Heavy bleeding is anticipated. Although the panic attacks were diagnosed during essure therapy, considering the nature of this event and localized action of essure in the fallopian tubes, it is unlikely that essure would cause panic attacks. With regards to the heavy bleeding, considering its nature, a causal relationship with essure cannot be excluded. This case was upgraded to incident because device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.